Event description:
It was reported that the tip of the instrument was broken off during use, but immediately was retrieved. Although the instrument was used in surgery, no patient complications were reported.

Manufacturer narrative:
(B) (4): device was returned to the manufacturer for evaluation. The visual examination shows that curette tip is broken; approximately 3mm of tip missing and not returned for analysis. Microscopic examination of fracture revealed a fairly tortuous, ductile fracture surface and no indications of fatigue were visible, suggesting failure due to bending stresses. The above observations are consistent with misuse due to bend stress overloading, resulting in the foregoing failure. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.